Event description:
It was reported that a cartridge did not fit onto the pump. No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose.